Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore a facility medwatch report will not be available. There were 2 different part numbers explanted, see reports 1032347-2011-00116 and 117.

Event description:
Amend initial report to correct typographical error.

Event description:
It was reported that the patient had a revision surgery to remove the implanted lactosorb due to the bone fragmenting in the patient's skull.